Manufacturer narrative:
(B)(4) the customer returned one guidewire within its assembly and the lidstock for analysis. The catheter was not returned for analysis. Visual analysis of the guidewire revealed it was unraveled at the distal weld. Minor kinks were observed along the guidewire body. The proximal weld was intact and spherical. No kinks were observed or measured on the guidewire. The core wire length measured 597mm, which is within the specification limits of 596mm - 604mm per guidewire product drawing. The outer diameter measured 0.800mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. Functional analysis could not be performed due to the nature of the damage to the guidewire and the catheter was not returned for analysis. A manual tug test confirmed the proximal weld was intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guidewire was confirmed through investigation of the returned sample. The guide wire core wire was broken adjacent to the distal weld, however, the catheter reported as involved in the event was not returned. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the user felt hard and a resistance when inserting the swg into the patient. It was also difficult to pull out the swg from the feed tube. Therefore, he/she did not use the kit and opened a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user felt hard and a resistance when inserting the swg into the patient. It was also difficult to pull out the swg from the feed tube. Therefore, he/she did not use the kit and opened a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".